Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that experienced a false occlusion alarm was confirmed and reproduced during evaluation. This condition was caused by an out of balance strain gauge in the pump-head-module (phm). The phm was replaced to correct this condition. Should additional information become available, a follow-up medwatch will be submitted. Additional info: this device is a remediated colleague pump with a user interface module software version of 6.13.90. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with false occlusion alarms. According to the facility, this event occurred during patient use in medical surgery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.